Manufacturer narrative:
The insulin pump was received with no vibration during self-test due to broken black wire on vibrator motor. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart test and all operating current measurement were normal. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump vibration function was not working. The patient's blood glucose at the time of incident is unknown. A self test was performed and the insulin pump failed to vibrate. The insulin pump was returned for analysis.